Event description:
The reporter stated the surgeon inserted an aa4203tl silicone single piece lens with toric optic in patient's right eye. The was removed due to a capsule tear, no vitrectomy was performed. The incision was enlarged to remove lens from eye. A non-staar lens was implanted and three sutures were used to close the wound. The reporter stated this incident was not lens related, it was due to the surgeon technique.

Manufacturer narrative:
Pt weight: unk. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of reddish residue on lens surface. Both sides of the optic/haptic were checked for rough/sharp edges. Edges were found to be acceptable. A lens work order search was performed and no similar complaint was found. Conclusions: (no device failure): based on the complaint history, lens work order search and the evaluation of the returned product, it was determined that the root cause of this event was not lens related but due to the surgeon's technique. (B)(4).